Event description:
Reference MFR report: 1627487-2019-04647.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR report: 1627487-2019-04647. It was reported the patient experienced a fall approximately one year ago which resulted in high impedance readings on lead contacts: 2, 9, 11, 12, 13, 15, and 16. Field representative met with the patient for reprogramming and reported effective therapy. Subsequently, lead replacement occurred on (B)(6) 2019. Effective therapy was established post operatively.